Event description:
It was reported in a lancet article regarding the basket trial that the pt received an rx vision stent and during a six day median hospital stay, the pt experienced a cardiac related death. No other information was available.